Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that after a phacoemulsification with intra ocular lens (iol) patient experienced toxic anterior segment syndrome (tass). Post op third day patient observed decrease visual acuity (va) in right eye. Next day patient observed endophthalmitis with hypopyon and aqueous fibrin and cell. Patient was administered with intravitreal injections of antibiotics and steroid and nonsteroidal anti-inflammatory drugs (nsaid). Patient conditions continued. Current patient condition is unknown.